Event description:
According to the reporter: after prostatectomy, mini-retract instrument was used for detachment of bladder. During use a black nylon part disengaged from the tip of device and into the patient cavity. The fallen piece was removed after the scheduled laparotomy was done. The surgery time was extended by more than 30 minutes. No further issues were reported.

Manufacturer narrative:
MDR initial report submitted: 10/22/2008.